Event description:
Boston scientific received information that during a routine device interrogation it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited an increase in the shock impedance measurement from 95 ohms to between 125 and 130 ohms. All other lead measurements were within normal limits. No further testing was performed at this time and the patient will be monitored. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continue to exhibit high out of range shock impedance measurements at 125 ohms. A cause was not determined and no further tests were done. The physician decided to continue to monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.